Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a watchdog set test failure and high blood glucose readings from the insulin pump. The customer stated that she had high blood glucose readings for the past few weeks. The customer stated that she was doing a set change when she received the alarm. The customer was advised to program a normal or easy bolus into the air to determine if delivery is successful. The customer stated that the pump kept restarting. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.